Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018 by distributor. The customer says that this clamp was involved in a slippage. The clamp fit properly to the patient but it gets slip during surgery.